Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the implantable neurostimulator (ins) was working, but wasn¿t holding a charge as well as it used to. The battery was not going to be returned for analysis. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations and spinal pain. It was reported that on (B)(6) 2019, the patient had met with a manufacturer representative (rep) to have their ins "rebooted", which was later confirmed by the rep to mean that the ins had been in over discharge. It was unknown how long the ins had been in over discharge (od). On (B)(6) 2019, the patient met with the rep again, and was told to make sure to get the ins charged. No symptoms were reported. Additional information was received on 2019-jun-10. The rep reported that the patient had stopped charging her battery for almost a year. The rep called back again on june 11th, stating that the patient claimed the recharger would charge for 40-50 minutes and then it would turn off. The caller was with the patient at the time of the call and when they interrogated the ins, it showed that the ins was not coupling well, as typical coupling showed 0 boxes. The patient claimed that she can't get the ins to charge past 25% because it isn't coupling well. The caller stated that she tested the antenna using al and got the values of 60-62-64. During the appointment today, the caller started a recharging session and was able to get 6-8 boxes during the session, the battery was charging from 0-25% at the time of the call. They reviewed information about recharging and maintaining antenna position for the duration of the recharging session. The caller asked if od could cause the coupling to be less efficient. Technical services reviewed information about an over discharge. They called back the next day to clarify that the patient had not charged for several months, not longer than a year of no charging but it was close. Additional information was received on 2019-aug-27 by the rep. They reported that the patient's ins was being replaced because the ins had been in over discharge and then the ins was not charging as well after that. No further complications were reported or anticipated. [Omitted information pertaining to the recharger antenna and coupling issues. See pe (B)(4)] [omitted information pertaining to the ins not charging past 50%. See pe (B)(4)].